Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a patient, the iabp failed the safety disk leak test. The iabp was not replaced and therapy was initiated. No patient injury was reported.